Event description:
It was reported that a user experienced elevated blood glucose on awakening, rising to 220 mg/dl despite no food or fluid intake overnight, with the ilet delivering automated correction boluses and dexcom g7 used for glucose sensing; the user chose to monitor and later reported a decline to 175 mg/dl, which was explained as within the device¿s target range. Customer care provided support that included customer care troubleshooting and user education. Investigation of this case revealed that hyperglycemia occurred on awakening with correction dosing active and subsequent improvement toward target. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, no emergency care, and continued device use. It was concluded that the cause of the hyperglycemia was unclear and that no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.